Event description:
Devilbiss healthcare was notified of an incident involving a CPAP by an end-user, who reported that the power cord for his unit "got hot, smoking and on fire", and he suffered burns to his fingers. The end-user noted the CPAP was plugged into a "power strip" with numerous other devices. He stated the event occurred when he partially pulled the CPAP plug from the strip and then re-inserted it. The end-user did not seek medical treatment for his injury. Devilbiss requested the unit be returned for investigation and will file an update if additional information becomes available.